Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to perform the test plug procedure. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery, clear the alarms and complete the reservoir and tubing process. Customer was advised to monitor the pump and call back if issues persist. The customer was also advised that the sensors would be replaced and to return the product for analysis.